Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction, as the device did not feel right while inflated. Intraoperative findings revealed a cylinder crossover. A surgical procedure was performed in which the right cylinder was removed and replaced, and quick connectors were used to attach the new cylinder. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of tissue damage is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.